Event description:
It was reported that during a procedure involving the catheter balloon catheter, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Blood was found in the catheter and the coaxial umbilical cable. The issue was addressed by changing the coaxial umbilical cable and balloon catheter, which allowed the case to be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. External visual inspection of the balloon segment showed blood/fluid inside the balloon visual inspection of the shaft segment was performed. No anomalies were identified on the shaft segment. The shaft is intact with no apparent issue. External visual inspection of the electrical handle segment was performed. No anomalies were identified. The electrical connector is intact with no apparent issue. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, an outer balloon breach was observed. During inspection and pressure testing of the handle segment, no leak was identified on all bonding areas of handle components. Dissection of the balloon segment identified an outer balloon breach (pinhole type). No anomalies were identified during inspection and/or pressure testing of the shaft segment. The pull wire, shaft, and guide wire lumen were intact. In conclusion, during inspection of the handle segment, blood / liquid was observed inside handle. Additionally, the balloon catheter failed the return product inspection due to a pin hole type outer balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.